Event description:
An incident report was rec'd from abbott personnel detailing the following: it was reported that during preparation of the connect guide wire, during shaping of the tip, the polymeric jacket separated from the rest of the device and the coils became unraveled. The device was not used and a new connect flex guide wire was used to continue the procedure. There was no pt involvement.

Manufacturer narrative:
A batch history review was carried out which demonstrated no indication of mfg related defects on the guidewire that may have contributed to the event. No conclusion can be drawn as to why "the polymeric jacket separated from the rest of the device and the coils became unrolled" as the guidewire involved in the incident was not returned and therefore analysis was not possible. The incident happened during preparation of the guidewire. There was no pt involvement.